Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a saphenous vein harvest using vasoview hemopro 2, they had blood in the tunnel and needed to remove the cannula with c-ring and bisector inside cannula out of tunnel to "milk" the blood from the tunnel. They stated that after removal of device that they noticed the polycarb c-ring was broken in the center. They did retract c-ring into cannula before removal and they did not remember the c-ring getting hung up on anything before they noticed it broken. There was only a short delay in procedure to open another vh-4000 kit. And case proceeded without further complications. They stated there was no damage to vein due to this event and she did not have to utilize any sutures to repair vein. So, no damage done to vein due this event. Nothing was left behind or came off into the surgical site. No patient injury or harm due this event.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 06/30/2025. An investigation was conducted on 7/2/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be cracked/split in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000477130 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.